Manufacturer narrative:
A replacement device was sent to the customer, and returned authorization arranged to return the glidescope. To date the device has not been received form the customer for evaluation. On 05/10/2013 safety alert notice 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On (B)(4) 2013 the facility acknowledged receipt of this notice.

Event description:
An anesthesia technician found a piece of plastic missing form the glidescope gvl 3. He stated hat the piece came off during cleaning, and there was no adverse impact to a pt.